Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and abdominal pain ('severe abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular periods with excessive menstrual bleeding"), menorrhagia ("abnormal menstrual bleeding,prolonged periods"), dysmenorrhoea ("painful periods"), back pain ("lower- back pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), migraine ("migraines (with no prior history of migraine)"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue"), alopecia ("hair loss") and polymenorrhoea ("frequent menses"). The patient was treated with surgery (laparoscopic total hysterectomy with right salpingectomy and left salpingectomy with oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, abdominal pain, menometrorrhagia, menorrhagia, dysmenorrhoea, back pain, abdominal distension, memory impairment, migraine, weight fluctuation, fatigue, alopecia and polymenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, fatigue, memory impairment, menometrorrhagia, menorrhagia, migraine, polymenorrhoea and weight fluctuation to be related to essure. The reporter commented: she may have to undergo additional surgeries, diagnostic testing, treatment, and rehabilitation into the definite future. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: plaintiff fact sheet received. Events added from pfs- frequent menses, migration. Date of birth, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular periods with excessive menstrual bleeding"), menorrhagia ("abnormal menstrual bleeding,prolonged periods"), dysmenorrhoea ("painful periods"), back pain ("lower- back pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), migraine ("migraines (with no prior history of migraine)"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic total hysterectomy with right salpingectomy to remove coil in the right fallopian tube). At the time of the report, the abdominal pain, menometrorrhagia, menorrhagia, dysmenorrhoea, back pain, abdominal distension, memory impairment, migraine, weight fluctuation, fatigue and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, memory impairment, menometrorrhagia, menorrhagia, migraine and weight fluctuation to be related to essure. The reporter commented: she may have to undergo additional surgeries, diagnostic testing, treatment, and rehabilitation into the definite future. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure coil was seen within the uterine and tubal serosa'), device dislocation ('migration') and abdominal pain ('severe abdominal pain') in an adult female patient who had essure (batch no. 796908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular periods with excessive menstrual bleeding"), menorrhagia ("abnormal menstrual bleeding,prolonged periods"), dysmenorrhoea ("painful periods"), back pain ("lower- back pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), migraine ("migraines (with no prior history of migraine)"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue"), alopecia ("hair loss") and polymenorrhoea ("frequent menses"). The patient was treated with surgery (laparoscopic total hysterectomy with right salpingectomy and left salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device dislocation, abdominal pain, menometrorrhagia, menorrhagia, dysmenorrhoea, back pain, abdominal distension, memory impairment, migraine, weight fluctuation, fatigue, alopecia and polymenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, embedded device, fatigue, memory impairment, menometrorrhagia, menorrhagia, migraine, polymenorrhoea and weight fluctuation to be related to essure. The reporter commented: she may have to undergo additional surgeries, diagnostic testing, treatment, and rehabilitation into the definite future. Lot number: 796908 manufacturing date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure coil was seen within the uterine and tubal serosa'), device dislocation ('migration') and abdominal pain ('severe abdominal pain') in an adult female patient who had essure (batch no. 796908) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular periods with excessive menstrual bleeding"), menorrhagia ("abnormal menstrual bleeding,prolonged periods"), dysmenorrhoea ("painful periods"), back pain ("lower- back pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), migraine ("migraines (with no prior history of migraine)"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue"), alopecia ("hair loss") and polymenorrhoea ("frequent menses"). The patient was treated with surgery (laparoscopic total hysterectomy with right salpingectomy and left salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device dislocation, abdominal pain, menometrorrhagia, menorrhagia, dysmenorrhoea, back pain, abdominal distension, memory impairment, migraine, weight fluctuation, fatigue, alopecia and polymenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, embedded device, fatigue, memory impairment, menometrorrhagia, menorrhagia, migraine, polymenorrhoea and weight fluctuation to be related to essure. The reporter commented: she may have to undergo additional surgeries, diagnostic testing, treatment, and rehabilitation into the definite future . Most recent follow-up information incorporated above includes: on 18-dec-2020: mr received: lot number added, reporter added. New event added- embedded device. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular periods with excessive menstrual bleeding"), menorrhagia ("abnormal menstrual bleeding,prolonged periods"), dysmenorrhoea ("painful periods"), back pain ("lower- back pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), migraine ("migraines (with no prior history of migraine)"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic total hysterectomy with right salpingectomy to remove coil in the right fallopian tube). At the time of the report, the abdominal pain, menometrorrhagia, menorrhagia, dysmenorrhoea, back pain, abdominal distension, memory impairment, migraine, weight fluctuation, fatigue and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, memory impairment, menometrorrhagia, menorrhagia, migraine and weight fluctuation to be related to essure. The reporter commented: she may have to undergo additional surgeries, diagnostic testing, treatment, and rehabilitation into the definite future. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.